Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed.

Event description:
It was reported that an unspecified number of unspecified bd pen needles were unable to deliver medication and difficult to operate during use. The following was reported by the initial reporter: "it was reported that the needles are bad, painful to insert and the medication does not go through. Verbatim: email: hello, consumer called in after the us com line was closed for the day and did not wish to be transferred to voicemail. Here is the complaint information: they buy 4x32mm pen needles from (B)(6) and for the past several months about 1 out of 10 needles are bad, painful to insert, and medication does not go through. No harm or hospitalization. They discard samples and box so she did not know lot number or catalog numbers. Supplied us com direct number to caller. Regards".

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown."

Event description:
It was reported that an unspecified number of unspecified bd pen needles were unable to deliver medication and difficult to operate during use. The following was reported by the initial reporter: "it was reported that the needles are bad, painful to insert and the medication does not go through. Verbatim: email: hello, consumer called in after the (B)(4) line was closed for the day and did not wish to be transferred to voicemail. Here is the complaint information: they buy 4x32mm pen needles from kroger and for the past several months about 1 out of 10 needles are bad, painful to insert, and medication does not go through. No harm or hospitalization. They discard samples and box so she did not know lot number or catalog numbers. Supplied (B)(4) direct number to caller. Regards,"